Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a proglide device with the pre-close technique via a 7fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after suture deployment, when pulling the suture before inserting the guide wire, the suture with the knot came out. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14fr and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.